Event description:
Customer stated that the mean air pressure (map) was fluctuating and reading pressure with no stopper in circuit while being used on a patient. There was no patient harm reported.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a technician was dispatched onsite to evaluate the device. Upon powering on and testing the unit, it was noted that during the performance check the adjust knob had to be set nearly to minimum to achieve a map range of 19-21 cmh2o. The unit would not properly depressurize when the adjust knob was at the minimum setting. The pressure transducer was identified as faulty and replaced, which resolved the issue. Following replacement, the airway pressure monitor, driver displacement indicator, driver power module, and pneumatics were calibrated. Alarm functions were verified, and a full performance test was completed. Analysis for reports of this type has not identified an increase in trend.